Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was 400 mg/dl. Reportedly, the customer was unable to clear the alarm. The customer did not have alternate therapy available at the time of the report, however further follow-up from tandem technical support was declined.